Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface medial congruent (mc) left 12 mm height use with tibia sizes e-f/cr femur sizes 6-7, item# 42512100712, lot# 64767244, natural tibia trabecular metal two-peg porous fixed bearing left size e, item# 42530007101, lot# 65068961, femur trabecular metal cruciate retaining (cr) narrow porous, item# 42502206001, lot# 65100496, nexgenâ® complete knee solution, trabecular metal standard primary patella item# 00587806532, lot# 65081838. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery on left knee after 15-month post-implantation due to pain and possible loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Radiographs were provided and reviewed from a radiologist. Three views of the left knee demonstrates a left tka with radiolucency at the bone cement interface of the tibial component on the lateral film. Left tka with possible loosening of the tibial component on the lateral film. Overall fit and alignment of the implant is appropriate. Osteopenia is present. No contributing factors. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.